Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alarm, the user changed supplies but experienced another alarm, did not dismiss the alarm which stopped insulin delivery, and subsequently disconnected and administered subcutaneous insulin by pen; later, the user required assistance to reconnect and reported difficulty inserting the infusion set and that the cartridge had not been filled, consistent with an insulin occlusion associated with the infusion set and cartridge. Symptoms included hyperglycemia with a reported peak of 388 mg/dl lasting approximately three hours. Outcomes included use of backup insulin therapy and no medical intervention. Investigation included troubleshooting by phone and provision of education with supply replacement. Investigation of this case revealed user technique issues including pulling on tubing during infusion set insertion and failure to fill the cartridge, and that the user did not acknowledge the occlusion alarm, resulting in halted insulin delivery. It was concluded that the event was attributable to user-related handling and setup errors leading to an occlusion and interruption of insulin delivery.